Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for congenital basal ganglia syndrome. It was reported that the patient developed a post-operative infection on their right side. Their right ins and stimulating electrode were removed. No further complications were reported as a result of this event.